Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID n EU_ptm_prog, serial# unknown; product type programmer, patient product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that an empty reservoir alarm occurred. The caller stated that although the pump said it was empty, he did not believe that it was. The caller stated that the patient¿s pump was last refilled on 2013 (B)(6); however, upon troubleshooting it was discovered that pump logs showed the last change was on 2013 (B)(6). It was decided that the pump had not been updated after the pump refill on 2013 (B)(6). A dose change was supposed to have been made on 2013 (B)(6); however, current pump settings showed the same dose and concentration as on 2013 (B)(6), indicating that the device was not updated on 2013 (B)(6). The patient was unable to deliver boluses via the personal therapy manager (ptm) due to the empty reservoir alarm/message. Calculations were made and the physician was to update the pump to the correct reservoir volume as the patient was still in the clinic. No patient symptoms were reported. The device system delivered morphine.